Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Additionally, it was reported that a cartridge alarm 30 occurred during the load sequence. Customer's blood glucose level was 210 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issues.